Event description:
Hospitalized after taking doxycycline due to a neurological reaction [neurological symptom] . Case narrative: (B)(4) is a serious, spontaneous case received from a pharmacist in the united states. This report concerns a female patient of unknown age who experienced "hospitalized after taking doxycycline due to a "neurological reaction" during treatment with intraarticular euflexxa (sodium hyaluronate) solution for injection 20/2 microgram per milligram, one syringe into both knees every week for 3 weeks, for unknown indication. Therapy dates and batch number were not provided. On an unknown date, the patient was hospitalized after taking doxycycline due to a neurological reaction. Action taken to euflexxa was unknown. At the time of reporting, the outcome of neurological reaction was unknown. The following concomitant medication was reported: doxycycline (from an unknown start date to an unknown stop date). The event neurological reaction was reported as serious. No laboratory values or medical history was reported. Sender comment: due to the known safety profile of sodium hyaluronate (euflexxa) neurological reactions (e.g. Parasthesia) is listed in table 2 in the us pi, therefore it can not be ruled out that euflexxa is the contributing factor for development of neurological reaction e.g. Parasthesia. Overall listedness (core label) is unlisted. Reporter causality: related. Company causality: related. Other case numbers: internal # - others = mw5169147, internal # - others = (B)(4).

Manufacturer narrative:
This is default text configured for block h10.

Event description:
Hospitalized after taking doxycycline due to a neurological reaction [neurological symptom]. Case narrative: case (B)(4) is a serious, spontaneous case received from a pharmacist in the united states. This report concerns a 48-year-old female patient who experienced "hospitalized after taking doxycycline due to a "neurological reaction" during treatment with intraarticular euflexxa (sodium hyaluronate) solution for injection 20/2 microgram per milligram, one syringe into both knees every week for 3 weeks, for arthritis/knee pain. Lot number: x14509a, expiration date: 07-apr-2026. Therapy dates were not reported. On an unknown date, the patient was hospitalized after taking doxycycline due to a neurological reaction. Action taken to euflexxa was unknown. At the time of reporting, the outcome of neurological reaction was unknown. The following concomitant medication was reported (all unknown therapy dates): doxycycline. The event neurological reaction was reported as serious. The patients medical history was significant for: osteoarthritis drug allergies: doxycycline, sulfa, iodinated contrast agents, hydrocodone. No laboratory values was reported. Sender comment: initial reporter confirmed that the neurological reaction is not related to euflexxa. Based in this confirmation it is considered highly unlikely that euflexxa caused the neurological reaction. Hence the company causality is considered not related. Overall listedness (core label) is unlisted. Reporter causality: not related. Company causality: not related. Other case numbers: internal # - others = mw5169147. Internal # - others = (B)(4). Additional information received 23-may-2025: added initials and age (48 years) of patient; added osteoarthritis to past medical history; added arthritis and knee pain as indication for euflexxa; added lot number and expiry date to euflexxa; added additional case ID (B)(4); updated reporter causality to "not related"; narrative updated accordingly. Local comments: 1.

Manufacturer narrative:
This is default text configured for block h10.